Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels had dropped to 23 mg/dl while wearing the pod between 4 and 24 hours. The patient reports they had lost consciousness. Once at the hospital the patient was treated with and insulin drip. The patient was prescribed cefadroxil (500 mg) to be taken 2 times daily for 1 week and itraconazole (500 mg) to be taken 2 times daily for 1 week and then 3 weeks off followed by resuming to finish medication. The patient was released from the hospital after 6 days. The pod will not be returned as it has been discarded. It should be noted the patient was also treated for an infected finger.